Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer was in a rehab facility after food amputation and then was hospitalized due to high blood glucose. She experienced vomiting and nausea. The customer was taken off the insulin pump for foot amputation at the rehab center but then blood glucose went from 300 mg/dl to 800 mg/dl and was admitted to the hospital. Spouse stated that the hospital had instructed the customer could reconnect the insulin pump bit did not give assistance. They were advised about the use of the bolus wizard.